Event description:
During a procedure, a piece of the end of the offset reamer handle broke off. A c-arm x-ray showed that no broken pieces were retained by the patient. Broken piece was saved along with the device and will be returned to the manufacturer for analysis. Company sales representative was contacted and the device will be returned to the manufacturer through him.